Event description:
Report rec'd of finding heated wires in the expiratory limb of the circuit as being "charred". No pt injury reported. Reporter noted the heater wire adapter on the expiratory limb was blue in color where this adapter has been and is white on all other circuits they use.